Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-03429. It was reported the pt may undergo surgical intervention. It was noted the pt is at times sensitive on her neck stimulation; however, this has not been confirmed as the reason for the procedure.